Manufacturer narrative:
(B)(4). Batch # t94l55. Investigation summary the device was connected to a test hand piece and tested on a gen11. The device was functional when the max or min hand activation buttons were pressed. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the issue encountered was due to the hand piece contacts being dirty. It is recommended that the surface of the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Event description:
It was reported that the 'max' and 'min' buttons were out of work. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.